Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, patient was reimplanted with a new device on (B)(6), 2010. Correction: the device has not been returned to the manufacturer for analysis. It was previously reported that it was returned on (B)(6), 2010. This report is filed (B)(4), 2011.